Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned with no suture or anchor returned. There is biological debris on the returned device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a shoulder arthroscopic surgery, the osteoraptor 2.9 anchor came off after implantation. Finally a backup device was used to complete the surgery. The procedure was completed with a smith and nephew back up device drilling an additional bone and leaving a void in the patient. The insertion site cleared of all debris prior to insertion of the anchor and there was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).